Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation (afib) ablation procedure with a smart touch unidirectional catheter (unknown product code), the patient experienced chest tightness, in a state of confusion, and pericardial perforation treated thoracotomy. The patient was transferred to another hospital for treatment and is recovering in the intensive care unit (ICU). The information received from the FDA via letter indicated that during an afib procedure, a cardiac perforation occurred requiring a thoracotomy. When an unknown biosense webster inc. (Bwi) ablation catheter was inserted into the sheath, it was found that there was no resistance between the sheath and the ablation catheter. It was not impossible to know whether the ablation catheter had left the sheath. This led to the ablation catheter being unsheathed but not felt by the surgeon, resulting in the catheter piercing the left atrial appendage. The patient felt chest tightness, and was in a state of confusion. The cardiac perforation was then confirmed with an echocardiogram. The patient was then sent to the affiliated hospital of nantong university along with the sheath tube for a thoracotomy and was recovering in the ICU at the time of reporting. The physician alleges that the perforation occurred during the insertion of the ablation catheter into the left atrium due to the sheath. The event occurred during transseptal phase. The outcome of the adverse event was fully recovered (no residual effects). The sheath was replaced once, but the catheter was not replaced. Two transseptal puncture sites were performed during the procedure with abbott brand device. No ablations were performed, and no evidence of steam pop. The flow settings for irrigated catheter were two (2). The correct catheter settings were selected on the generator. No issues with flow rate changes at the start of ablation. Constant fluoroscopy or ultrasound guidance was not on while advancing the catheter through the sheath. Under normal circumstances, there is a curvature at the tip of the puncture sheath, and there is a certain resistance when the catheter enters the puncture sheath and reaches the tip of the sheath. However, the abbott manufacturer's puncture sheath used on the day of surgery has a quality issue, as the tip of the sheath does not have a curvature, and no resistance is felt when the catheter exits the sheath. It was confirmed that the event occurred with transseptal abbott device and no bwi device was associated with the event. Since the information indicated that the bwi catheter was advanced via the abbott sheath when the event occurred, this event will remain MDR reportable under the bwi device.

Manufacturer narrative:
Additional information was received and a medwatch report number of mw5177013 -foi was provided. The report contains information that has already been included on the initial report. Therefore, the only new information available is the medwatch report number. As such, the h10 related report number has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).